Manufacturer narrative:
Analysis of the device on return to cochlear was a device failure. The device analysis report is attached. This report is submitted on september 28, 2021.

Manufacturer narrative:
This report is submitted on june 24, 2021.

Event description:
Per the clinic, the device was explanted (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.